Event description:
Due to talonavicular, calcaneocuboidal and subtalar arthrosis (pes planovalgus), arthrodesis operations were conducted for the 59-year-old female patient with 5 inion compresson screws (listed below) approximately 2 years ago. Osh-4550 (lot 2109041), 1 screw, osh-4526 (lot 2109033), 1 screw (reported separately), osh-6070 (lot 2109046), 2 screws (reported separately), osh-4545 (lot 2109040), 1 screw (reported separately). During operation 3 arthrodesis lines were fixated for fusion. No problems during operation. Cast was applied for 8 weeks postoperatively. No aes were detected at 6-week or 3-month postoperative follow-up. However, at 2 years post-op, patient reports of pain and swelling sensation in the operated foot. Pseudoarthrosis of 2/3 bone lines is identified based on x-ray. Based on the finding in x-ray and symptoms experienced by the patient, a re-operation was scheduled to be completed within 6 months with metal implants (the reoperation has not been conducted yet).

Manufacturer narrative:
It was checked that there are no nonconformities related to the production batch. All dimensions and mechanical properties of the lot are within the specifications. There is another customer complaint (cfi-23-013) related to osh-4550 lot 2109041, where the screw broke during insertion. However the case was not reportable and most likely the insertion problem was caused by bone debris in the screw channel. Pseudoarthrosis is not an uncommon complication after triple arthrodesis operation of the foot. Usually the reasons behind nonunion/pseudoarthrosis are related to either patient-related factors such as certain comorbidies/smoking habits that affect bone quality or circulation, surgical technique related factors that relate to inadequate joint preparation or inadequate fixation or hardware failure or factors related to postoperative care such as poor compliance with immobilization protocols/early weight-bearing. In this case, the patient has multiple comorbidies that in combination might have a role in the development of pseudoarthrosis, however none are directly related to poor circulation or bone quality. No diabetes has been diagnosed and the patient is a non-smoker. In terms of fixation/surgical technique, the initial fixation achieved by the surgeon was evaluated good and no complications were detected within the 3 month initial post-operative follow-up. No information has been received whether the post-operative instructions have been applied by the patient. With the information received by inion, the role of inion compresson screws in the development of nonunion cannot be ruled out completely, however also patient-related factors and post-operative care related factors can have been involved. Even though there is no evidence of fixation failure within the first 3 months postoperatively, nonunion was detected at 2 years with pain and swelling symptoms. Thus, this incident should be reported to the FDA as the involvement of the inion compresson screws cannot be undoubtedly ruled out and a reoperation with metal implants is planned to be conducted. It should however be noted that nonunion after triple arthrodesis is not uncommon even if metal implants are used.

Manufacturer narrative:
Follow-up investigation determined that no non-union occurred. The initial report was submitted based on preliminary information. This event does not meet MDR reportability criteria and is considered invalid. Updated information: reoperation conducted (B)(6) 2025 (reoperation initially scheduled to (B)(6) 2025). Despite initial suspicion of symptomatic nonunion (pseudoarthrosis) in (B)(6) 2025, solid fusion was detected in reoperation (B)(6) 2025. The clinical symptoms prompting reoperation were ultimately attributed to arthrosis in another joint that was not included in the initial triple arthrodesis fusion, in which inion implants were used. Primary arthrodesis was conducted to that joint in the reoperation. The need for reoperation was due to pre-existing medical condition and thus this incident is not reportable.